Event description:
It was reported less than 24 hours after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. The pt presented to the cath lab and had a taxus express2 8.8% 3.0 x 16 mm stent placed. The lesion was moderately calcified in the left anterior descending artery. Plavix and heparin were administered pre-procedure. Plavix was administered for follow-up care. The pt returned to the cath lab and was determined to have a sub-acute thrombosis in the taxus stent. No additional intervention was noted. Pt status is reported as "satisfactory/good."